Event description:
A medtronic representative reported one of the joints of a vertek arm that will no longer lock down properly. There was no patient present.

Manufacturer narrative:
No patient information was provided as no patient was involved in this concern.medtronic representative provided a visual and hands-on inspection from the site. Suspect vertek arm has not been returned to manufacturer for further evaluation.